Manufacturer narrative:
Concomitant products: 6935m-62, lead, implanted (B)(6) 2017, 4592-45, lead ,implanted (B)(6) 2005.

Event description:
It was reported by the patient that the left ventricular lead was "broken or failed." Follow-up with the physician's office clarified that the lead was fractured. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had high and varying pacing impedance, and a lead warning was triggered. The lead was capped and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.